Manufacturer narrative:
Patient's proximal lead coil at receiver pocket was eroding through the skin. Patient met with the doctor and was given antibiotics for the infection at the site. Patient will also be seeing the doctor for a likely explant as soon as possible.

Event description:
Patient saw doctor for skin erosion and potential infection.